Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 3 and 4 did not open during cycle count. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component u501 resulting from an electrical failure. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which located 1 similar complaint(s) with the same failure mode for this serial number. 1. Case: (B)(4) - drawer not opening. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the main board was replaced because the usb port for the drawers was damaged and the controller board for the drawers was also replaced, then, tsc was called to dial in and reconfigure the pic addresses of the drawers. Customer tested it with no issues. During dchu visual inspection: the dchu visual inspection confirmed thermal damage on component u501 within the pcba pmc pyxis mini fw1-12 with part number 151730-21. During dchu testing: no further testing was required due to the visible thermal damage observed in the pcba pmc pyxis mini fw1-12 with part number 151730-21 during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the drawer did not open during cycle count reported was attributed to a malfunction of the pcba pmc pyxis mini fw1-12, due to the thermal damage on the component u501 resulting from an electrical failure.